Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, and caller was upset about delay in response and replacement timing. There was no reported impact to the customer¿s blood glucose level. Customer submitted photos of damage, confirmed use of multiple daily injections as backup insulin therapy, and agreed to put pump into storage mode and return problematic pump within 10 days using provided shipping materials, while tandem technical support obtained approval, arranged saturday delivery, and sent replacement pump with instructions to reprogram pump settings and reconnect continuous glucose monitor.